Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as improper handling (hygienic problem) during pd therapy. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified antibiotic (added to extraneal) (given intraperitoneally, dose and frequency was not reported) for peritonitis. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained an proper aseptic technique. No additional information is available.